Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported that their scs system was exhibiting unexpected battery depletion. The scs system was revised and therapy was restored.

Manufacturer narrative:
Additional information: section g6: type of report. Section h6: evaluation codes. Section h10: manufacturer narrative. The closed loop stimulator (cls) was returned for analysis. All standard functional tests passed without noted issue. Additional testing for cls discharge rate was performed to replicate the reported discharge issue. The complaint cls discharge rate was confirmed to be higher than the reference cls. This was traced to a defective component in the device circuit, resulting in increased current consumption and a battery depletion rate that is higher than expected. The impact of this component was confirmed to not impact stimulation. Intermittent communication was reported between the evoke patient console (epc) and closed loop stimulator (cls) as a result of the reported battery discharge issues. Manufacturing records were reviewed, and the device met all requirements for release.